Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the next day had to an endoscopic retrograde cholangio-pancreatography on patient, apparently cystic duct was leaking. There is no further information available.